Manufacturer narrative:
(B)(6); (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during an angioplasty and stenting treatment procedure, stent deployment difficulties occurred. Vascular access was obtained through the femoral artery. The physician was treating a 70mm long lesion located in the mildly tortuous and mildly calcified , 7mm in diameter, superficial femoral artery bifurcation. This 8x72x75 epic vascular stent was used to treat the lesion. During stent deployment, the stent had a "buckling effect" and "took shape of an accordion". The stent did not reach its' full length. Another stent was "added on top of" the epic stent for treatment. The stents' were not post-dilated. No patient complications were reported and the patient's status is stable. This product is only ous approved, but it is similar to an approved us device.